Event description:
Customer alleged both motor/gearboxes are making grinding sounds and chair having problem turning to the left. (B)(4). No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. However, a quote for the RMA has been provided - (B)(4). Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190 rev k (mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male, (B)(6). The consumer's preexisting medical condition states he has cerebral palsy. The consumer's stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that both left and right gearboxes are making a grinding noise and leaking grease. The chair is allegedly having a problem making a left turn. The motor gearboxes are to be returned to invacare for an inspection and evaluation. No injury alleged.